Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump may have been infusing at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump was programmed at 30ml dose, but only delivered 20ml then alarmed dose done. Mmdg followed up with the initial reporter who confirmed that no patient was involved, issue was found during testing at user facility. (B)(4).